Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The procedure proceeded smoothly until the step of aspirating the sheath with the farawave inserted. Air was easily drawn from the sheath into the syringe. Attempts to resolve the issue by advancing and retracting the sheath and aspirating more slowly were unsuccessful. The sheath was exchanged, which resolved the issue. The procedure was completed without any patient complications. The device is not expected to be returned due to disposal.